Manufacturer narrative:
This report is based on information provided by a philips call center personnel, field service engineer (fse), and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the pads cable was damaged. However, subsequent information received indicated that there was no reported issue with the device, the pads cable was replaced as part of a field safety notice (fsn). The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no allegation against the device and the work done was part of a field safety notice implementation. Based on the information available and results of additional analysis, no further action is necessary at this time. The pads cable was replaced as part of a field safety notice and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 exhibited damage on the pad cable. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator, indicating that the pad's cable was damaged. There was no reported patient involvement. However, further investigation determined that there was no reported issue with the device and/or components; the pad's cable was replaced solely as part of a field safety notice (fsn) received by the customer. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The pad's cable was replaced as part of a field safety notice, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator, indicating that the pad's cable was damaged. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips call center personnel and field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the pads cable is damaged. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the external paddle is damaged. The fse evaluated the component onsite and replaced the pads cable. The faulty component is not expected for return. The device was returned to service and remains at the customer site. Based on the information available, the cause of the reported problem was component failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.